Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 . Internal complaint number: 477510. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory on 15jun2021and investigated on 18jun2021. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. Specks of blood were observed on the handle. A visual inspection device was conducted. The silicone insulation on the cold jaw was torn quarter, but not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for ¿material twisted/bent; wire" but confirmed for analyzed failure "peeled; jaw".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 cutter bent and they didn't want to use it, they had to open another kit to finish the case. No patient effects.